Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. The customer declined troubleshooting for high blood glucose. Customer also stated that insulin pump received that insulin flow block alarm and it was resolved by changing complete set. The insulin pump will not returned for analysis.